Event description:
It was reported that the patients lead was exiting the body. The patient underwent a lead explant procedure.

Manufacturer narrative:
Event date: exact date unknown, event occurred a couple of weeks ago from the date the manufacturer became aware of the event.